Event description:
Boston scientific received information that this product was going to be part of a system explant due to a patient infection. Subsequent information was received that notes that this device system had eroded through the pocket, and the entire system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.